Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected restart. Customer's blood glucose at time of incident was 50 mg/dl. The customer stated the alarm occurred shortly after inserting a new battery. The customer was explained the pump experienced an unexpected restart and advised to monitor. The customer reported via phone call indicating that the insulin pump alarm external ram crc error. Customer's blood glucose at time of incident was 50 mg/dl. Customer stated that he ran self-test on his own and was fine. The customer was advised to monitor pump. Customer stated the lcd screen was showing weird displays.